Event description:
The customer had passed out. Their spouse used the device to check their blood glucose and obtained a result of 271 mg/dl. Paramedics were called and when the emts arrived and checked their glucose the level was in the high 20's mg/dl. Customer was treated wtih a glucose IV and retest at 100 mg/dl. When the emts left their glucose was in the 200's. Controls were not used on the system. The device was replaced and requested to be returned for evaluation.